Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd micro-fine¿+ pen needle was unable to deliver insulin. The following information was provided by the initial reporter, translated from chinese: "the patient installed the insulin needle at home for insulin injection, but after connection, it was found that the exhaust was obstructed, and the insulin drug did not come out. After the needles were replaced, they could be used normally."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 30-jun-2022. Investigation summary samples were received and an investigation was performed. His is the 1st related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to confirm the indicated issue and based on trend analysis no further action is required at this time.

Event description:
It was reported that the bd micro-fine¿+ pen needle was unable to deliver insulin. The following information was provided by the initial reporter, translated from chinese: "the patient installed the insulin needle at home for insulin injection, but after connection, it was found that the exhaust was obstructed, and the insulin drug did not come out. After the needles were replaced, they could be used normally. "